Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete capsulotomy at the 3 o'clock hour in the right eye while treating a mature white cataract. While completing the capsulotomy, a radial tear occurred. The tear did not cause any issues and the reminder of the procedure was completed with no further harm to the patient.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. There were no reported system messages or other system issues that would clearly indicate that the laser contributed to the reported event. Per the company representative, the surgeon did not use the technique taught for managing issues such as an incomplete capsulotomy. During manual completion, the surgeon had some tension centrally in his technique and a tear resulted. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the radial capsule tear can be attributed to user surgical technique. The root cause of the incomplete capsulotomy cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).